Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure insulation damage was noted on this right ventricular (rv) lead. After further inspection of the lead, and with manipulation, the lead exhibited high out of range pacing impedance measurements. Access for the new bi-ventricular system was not available on the left side of the body. Therefore, the system was moved to the right and this lead was surgically abandoned. No adverse patient effects were reported.